Event description:
Caller states the pt tested 5.0 inr on the coaguchek s system and 3.3 inr on a comparison lab. Medications were held until lab returned and no adverse event was reported. Requested return of suspect system and replacement was sent.